Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient was getting egv 72 mgdl in his receiver. He did not do a fingerstick or calibration. The patient was having shortness of breath and felt pain. He took no medication/treatment. He then called for an ambulance. The ambulance arrived at about 8pm and when they arrived, they took a fingerstick that said a bg of 400 mgdl. Cgm reading was still around 72 mgdl. No treatment/medication was given to the patient. The ambulance then took him to the hospital and arrived at 8:15pm. Upon arrival, they took a fingerstick which said a bg of 500 mgdl. Cgm reading was still about 72 mgdl upon arrival. The patient was given oxygen, insulin was given via injection and medication (the patient cannot remember the name, dosage and route). His sensor was removed at the hospital. The patient stayed at the hospital until (B)(6) 2025. The patient was feeling fine during the call. The patient has a new sensor on. We discussed how we can do calibrations in the dexcom receiver. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.